Manufacturer narrative:
Stryker evaluated the customer¿s device but was unable to duplicate the reported issue. Stryker downloaded the electronic records from the customer¿s device and was able to confirm the reported issue. In addition the customer provided a video of the event which also confirmed the issue. Stryker replaced the power pcb assembly and then observed proper device operation through functional and performance testing. The device was returned to the customer for use.

Event description:
The customer contacted stryker to report that their device would not complete a boot cycle. The customer advised that when the device was unable complete the boot cycle it would power itself off and on until the batteries were removed and disconnected from power. In this state, the device would be inoperable and defibrillation therapy would not be available if needed. There was no patient use associated with the reported event.

Manufacturer narrative:
Section h10 and/or h11 of the initial medwatch report (MFR report #0003015876-2022-01449) indicates: additional mfg narrative type ¿ stryker evaluated the customer¿s device but was unable to duplicate the reported issue. Stryker downloaded the electronic records from the customer¿s device and was able to confirm the reported issue. In addition the customer provided a video of the event which also confirmed the issue. Stryker replaced the power pcb assembly and then observed proper device operation through functional and performance testing. The device was returned to the customer for use. Section h10 and/or h11 of the initial medwatch report (MFR report #0003015876-2022-01449) should indicate: additional mfg narrative type ¿ stryker evaluated the customer¿s device but was unable to duplicate the reported issue. Stryker downloaded the electronic records from the customer¿s device and was able to confirm the reported issue. In addition the customer provided a video of the event which also confirmed the issue. Stryker replaced the power pcb assembly as a precautionary measure. After observing proper device operation through functional and performance testing, the device was returned to the customer for use. The cause of the reported issue could not be determined.

Event description:
The customer contacted stryker to report that their device would not complete a boot cycle. The customer advised that when the device was unable complete the boot cycle it would power itself off and on until the batteries were removed and disconnected from power. In this state, the device would be inoperable and defibrillation therapy would not be available if needed. There was no patient use associated with the reported event.